Event description:
Medtronic received information regarding a lumbar drain and a patient with pituitary tumor and supratentorial hydrocephalus. On (B)(6) 2022, a lumbar puncture was performed, and an external lumbar drainage and monitoring system was placed. (B)(6) 2022, the middle drainage tube was accidentally broken due to the patient's agitation. The patient completely pulled out the drainage tube under aseptic conditions at the bedside and it was replaced with a new drainage tube. The reported cause of the event was due to the patient's agitation.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.